Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. It is likely the following led to the malfunction: foreign material may not have been removed due to imperfection of proper reprocessing caused by leakage from distal end. The event can be detected/prevented by following the instructions for use: instructions for use states detection methods in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states prevention measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the glue was worn between the server plug and the distal end of the duodenovideoscope. There were no reports of patient involvement.